Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported by an MRI tech that the patient indicated their stimulator had not worked for a year. The patient did not have their external equipment at the time. MRI guidelines were reviewed with the caller and they were redirected to the patient's hcp for MRI eligibility. No symptoms were reported. No further complications were reported or anticipated.